Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complain against sen-serter.

Event description:
Customer called to report the sensor fell apart when she was attempting to insert it. Blood glucose reading was 197 mg/dl. The customer stated that the needle housing came apart from the sensor. Advised that the sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.